Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient heard a pop when she bent over and is concerned if the wire came lose. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient heard a pop when she bent over and is concerned if the wire came lose. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was given pain medication by the physician.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient heard a pop when she bent over and is concerned if the wire came lose. The patient will undergo an ipg replacement procedure.